Manufacturer narrative:
The device was returned to iridex and evaluated to determine if the correct filter was used. Since the green light is visible during use, there was concern that the wrong filter was used or that the operator may have been affected by the backscatter of light. Analysis did not confirm the customer complaint. Functional testing revealed no back reflection was observed, mfg spec is <1.0mw, testing revealed back reflection with in spec; left eye measured .168mw right eye measure .139mw; mfg spec for power is 385mw - 505mw, power measure was 440mw, power is within mfg spec. Green light was observed, which is considered normal device characteristics. Visual inspection found the green cap was loose, (under this cap is where the fiber is aligned), missing dust cover for lens. Also found was the left eye filter was dirty. The problem was not duplicated. A review of the device history was conducted as well. The device performed to specification. Reasonable attempts were made to contact the treating physician to discuss medical status, but calls were not returned to iridex.

Event description:
User facility reports that treating physician noticed a black scotoma in the central vision of right eye after using green indirect laser on (B)(6) 2010.